Event description:
During patient use, suddenly at "switched to backup battery" alarm occurred when the ac cable was removed. The patient was ambu bagged and switched ot another ventilator. Replacing the power pac battery resolved the issue. No permanent patient injury was reported in this case.

Manufacturer narrative:
Though requested, patient information was not provided.